Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with e-tubing broken in the process of withdrawing the needle. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd saf-t-intima IV catheter safety system there was an issue with e-tubing broken in the process of withdrawing the needle. There was no report of injury or medical intervention.

Manufacturer narrative:
A device history report was conducted for lot number 7115928, and no related abnormalities were found. This lot of saf-t-intima w/prn was manufactured may 8, 2017, additionally this is the first instance of this issue occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. A sample and photograph were provided for the purpose of aiding our quality engineer's investigation. Through visual evaluation of the device bd was able to identify a separation between the tubing and the adapter that resulted in the leakage experienced by the facility. Our quality engineers were able to determine that the root cause was related to an incorrect assembly of the device. The appropriate actions have been taken to mitigate the future occurrences of this event. A formal corrective action will not be initiated at this time for the separation tubing/adapter assembly that was found in the sample and image received. Bd will continue to track and trend for this issue.